Event description:
Two plaintiffs allege that while working as a licensed practical nurse and phlebotomist they wore latex gloves. As a result of wearing latex gloves they have developed severe allergic reactions to the latex (or to certain latex proteins), and have been required to seek medical attention as a result of their continued sensitization to latex products. Injuries suffered include severe emotional distress, chest pain, tightness, dyspnea, facial, chest, and arm rashes, nasal inflammation and fatigue, great despair and loss of enjoyment of life. This is one (nurse) of two reports filed for this complaint.